Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported the right atrial lead was partially removed and replaced due to high impedance, oversensing, fracture. No patient complications were reported as a result of this event.